Event description:
A discordant sodium (na) result was obtained on a dimension exl with lm instrument for one patient. The initial result was reported to the physician. The sample was retested and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant sodium result was user error. The fse determined that the customer was using a fixed angle centrifuge and only spinning the sample for 5 minutes versus the tube vendor recommended spinning for 15 minutes. The tube vendor also recommends pulling 1100 -1300 g force for 15 minutes to get a clean sample. The fse reminded the customer to follow the tube manufacturer recommendations for proper centrifugation times and speed. The instrument is performing within specifications. Further evaluation of the device is not required.